Event description:
It was reported that when the patient presented to the clinic following an inappropriate high voltage therapy episode, the atrial and ventricular leads exhibited oversensing of noise. A review of the stored egms confirmed the noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.